Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2017 with blood glucose of over 600 mg/dl. Customer had heart surgery 3 weeks prior to hospitalization. Customer was hospitalized due to high blood glucose. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer had a newer insulin pump but was not yet programmed. Insulin pump would be programmed and worn.